Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Actual longevity is < 80% of 99.9% longevity limit. We did receive performance data collected from the device and have analyzed the data. Most recent recorded battery voltage is 2.6229 on (B)(6) 2011 at 11:29:48.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Most recent recorded battery voltage is 2.6229 on (B)(6) 2011 at 11:29:48.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: further analysis was performed to identify the failure mechanism of the premature battery depletion. When powered with an external supply, the hybrid current drain was nominal. There was no change in the current drain after 16 hours in a temperature chamber at approximately 60°c. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. The device passed diagnostic system testing which included fault grade, interconnect, and random access memory tests. It also passed built in self-test (bist) and additional testing of the external sram. The printed circuit board edges of the stacked chip scale package (scsp) were inspected with an optical microscope. No copper anomalies or foreign material were observed. The analysis was terminated since no battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were observed.

Event description:
It was reported that the device was approaching elective replacement indicator and there may have been premature battery deletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.